Event description:
Revision surgery for self centering cup (hip) broke down.

Manufacturer narrative:
Examination of the submitted devices confirmed polyethylene wear. Review of the device history records did not reveal any anomalies. The investigation could not identify the root cause of the polyethylene wear. The shelf time of the product prior to insertion is a possible contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the investigation can be reopened.